Event description:
Customer reported to beckman coulter, inc. (Bec) that there were overflows at the electrolyte injection cup (eic) of the unicel dxc 600i synchron access clinical system (dxc 600i). Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a vacuum issue due to a clot in the vacuum line. The fse cleaned the flowcell and eic, replaced the valves, and replaced waste tubing, including all fittings. The fse determined that the most likely cause was poor sample composition or sample handling. The fse advised the customer that they need to ensure that the phlebotomists are properly mixing tubes, especially plasma tubes, and monitoring centrifuges. The fse advised the customer that they may need to increase centrifuge time as the dxc 600i analyzer has been picking up clots too frequently.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).